Manufacturer narrative:
B5. Describe event or problem- updated. E1 initial reporter address 1: (B)(6). Device evaluated by MFR. : the synergy xd mr ous 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was used, however; it was noted that the struts were lifted. The procedure was completed with another of the same device and no patient complications were reported. It was further reported that the target lesion was 99% stenosed and severely tortuous and severely calcified in the left anterior descending artery.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy xd drug-eluting stent was used, however; it was noted that the struts were lifted. The procedure was completed with another of the same device and no patient complications were reported.